Manufacturer narrative:
During use of a 6/7f mynx control device for vascular closure, the balloon ruptured. Hemostasis was achieved by manual compression. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2113301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
During use of a 6/7f mynx control device for vascular closure, the balloon ruptured. Hemostasis was achieved by manual compression. There was no reported patient injury and the device will be returned for analysis.